Event description:
Renal artery occlusion: the procedure was initiated from the right common femoral artery approach as per the normal procedure. The main bifurcated stent-graft was inserted and started to be deployed by referring to the left renal artery. After the second stent of the main bifurcated stent-graft was deployed, the outer sheath of the bare stent was deployed first to deploy the bare stent. It took slightly longrenal artery occlusion: the procedure was initiated from the right common femoral artery approach as per the normal procedure. The main bifurcated stent-graft was inserted and started to be deployed by referring to the left renal artery. After the second stent of the main bifurcated stent-graft was deployed, the outer sheath of the bare stent was deployed first to deploy the bare stent. It took slightly longer than usual, but the bare stent was deployed normally. The bare stent was pushed up proximally before opening the contralateral gate of a leg extension stent-graft (28-l2-20-140u). After cannulation, the contralateral leg extension stent-graft was implanted. After the main bifurcated stent-graft was deployed, the delivery system was withdrawn. An ipsilateral leg extension stent-graft (28-l2-20-140u) was then deployed. Ballooning was performed on each stent-grafts. Final angiography confirmed no endoleak, however, it was also confirmed no blood flow to the left renal artery. An attempt was made to move the stent-grafts distally with a touch-up balloon. It might have moved distally by a few mm, but blood flow to the renal artery did not improve. A 5fr microcatheter was advanced from a dryseal sheath (gore) in the right common femoral artery to near the renal artery to assist a microguidewire, and cannulation of the left renal artery was attempted using the microguidewire. The microguidewire was advanced into the left renal artery, but the microcatheter was not advanced. Multiple attempts were made, but the microcatheter was not advanced into the left renal artery. As the procedure time became long and the radiation exposure dose became much, the physician determined to give up the attempt, and the procedure was terminated without improvement of blood flow to the renal artery. Operation type: stent-graft implantation blood loss: unknown. Ancillary devices used: 28-l2-20-140u, reliant (medtronic) and dryseal (gore). (Tc# (B)(4). Patient outcome - "there was health damage to the patient, but the patient was not in serious condition. The outcome is unknown."

Event description:
Renal artery occlusion: the procedure was initiated from the right common femoral artery approach as per the normal procedure. The main bifurcated stent-graft was inserted and started to be deployed by referring to the left renal artery. After the second stent of the main bifurcated stent-graft was deployed, the outer sheath of the bare stent was deployed first to deploy the bare stent. It took slightly longrenal artery occlusion: the procedure was initiated from the right common femoral artery approach as per the normal procedure. The main bifurcated stent-graft was inserted and started to be deployed by referring to the left renal artery. After the second stent of the main bifurcated stent-graft was deployed, the outer sheath of the bare stent was deployed first to deploy the bare stent. It took slightly longer than usual, but the bare stent was deployed normally. The bare stent was pushed up proximally before opening the contralateral gate of a leg extension stent-graft (28-l2-20-140u). After cannulation, the contralateral leg extension stent-graft was implanted. After the main bifurcated stent-graft was deployed, the delivery system was withdrawn. An ipsilateral leg extension stent-graft (28-l2-20-140u) was then deployed. Ballooning was performed on each stent-grafts. Final angiography confirmed no endoleak, however, it was also confirmed no blood flow to the left renal artery. An attempt was made to move the stent-grafts distally with a touch-up balloon. It might have moved distally by a few mm, but blood flow to the renal artery did not improve. A 5fr microcatheter was advanced from a dryseal sheath (gore) in the right common femoral artery to near the renal artery to assist a microguidewire, and cannulation of the left renal artery was attempted using the microguidewire. The microguidewire was advanced into the left renal artery, but the microcatheter was not advanced. Multiple attempts were made, but the microcatheter was not advanced into the left renal artery. As the procedure time became long and the radiation exposure dose became much, the physician determined to give up the attempt, and the procedure was terminated without improvement of blood flow to the renal artery. Operation type: stent-graft implantation. Blood loss: unknown. Ancillary devices used: 28-l2-20-140u, reliant (medtronic) and dryseal (gore) . (Tc#bm221002130). Patient outcome - "there was health damage to the patient, but the patient was not in serious condition. The outcome is unknown.".